Event description:
The facility representative reported an ipump with a condition of "bolus jack". It is unknown when this condition occurred. It is unknown if there was any patient involvement, patient injury, or medical intervention according to the hospital representative. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an ipump with a bolus jack issue was confirmed and reproduced during product evaluation. This condition was due to a faulty micro-processor unit (mpu) board. The mpu board was replaced to fix the reported condition. If additional information is received, a follow-up medwatch will be submitted.